Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the procedure was performed with a proctor. The patient was reportedly fine for two years before leakage began. The physician referred the patient to another doctor and has not seen the patient since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.